Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. Philips field service engineer (fse) evaluated the device and verified the condition. The fse replaced the gas delivery system (gds) assembly to address the issue. The ventilator passed all test and operated within the manufacturing specifications.

Event description:
It was reported that during service, the ventilator had co2 rebreathing risk alarm. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04dec2018. Date of manufacturer: 28nov2018. The gas delivery system (gds) assembly was returned to philips for failure investigation. Visual inspection of the gds revealed no evidence of contamination. The gds was tested and the reported condition was verified. The gds failed all testing and unable to take readings due to high fluctuation at all set points above 0. The issue was isolated to be the u1/u2 of the airflow sensor subsystem. The air flow sensor drift caused unit to pass out of specified range.